Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl at the time of incident. The customer's current blood glucose is 327 mg/dl. The customer was treated with intravenous drip in the hospital and manual injection. Customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.